Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a redo single lumen tpn catheter on an unspecified date. The device is used for systemic chemotherapy, pre-chemotherapeutic conditioning and support therapy. Customer reports leaking of infusate during a repair of the device. It is not known what actions were taken by the clinical staff to address this event. No adverse patient consequences were reported. The device is not available for evaluation.

Manufacturer narrative:
Additional information: consequence of the event was listed as a specific surgical procedure; the incident resulted in infusing the paternal ¿emopoietic staminary¿ cells with a delay of six hours. Investigation ¿ evaluation: a review of the instructions for use (IFU), quality control, and specifications was conducted during the investigation; no issues were found related to the reported event. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. The redo single lumen tpn catheter set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow." Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.